Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force.

Event description:
A us distributor reported that the patient developed an irritation on his back under the lifevest. The patient reported using a back scratcher on the irritation and was unsure if the irritation was open. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful. Additionally, a us distributor returned the patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages.